Event description:
On (B)(6) 2011, at (B)(6) healthcare of (B)(6), a cracked purge lines for vkmo 31000 was identified during priming. The cracked purge line was replaced. No reported patient involvement. (B)(4).

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. (B)(4).